Manufacturer narrative:
Pt information not available at this time. Per the reported event, the inaccuracy during navigation was due to improper fiducial placement by the operator, and not a malfunction of the device. Device not returned to manufacturer.

Event description:
Site called in to report that the system flipped the images left/right after doctor registered the pt with touch-n-go during a cranial procedure. A medtronic representative showed the surgeon at the site that proper fiducial placement should not be symmetrical. They were then able to complete the procedure successfully, using the stealthstation, without any impact to the pt.